Event description:
N/a.

Manufacturer narrative:
Device identifier 10381780253518. The complaint device was returned for evaluation. The received unit's index knob was unable to turn to lock position. The evaluation showed that the unit received with the lock having rotational and lateral movement and a residue buildup was present. Unit needed new components added to replace worn internal parts. This device exceeds its expected life of 7 years. The reported complaint was confirmed from the evaluation. The observed condition was likely caused by wear and tear or improperly handling of the device. The definite root cause could not be reliably determined. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that they will be sending in their a1108 mayfield triad skull clamp because the knob to tighten clamp would not turn to tighten or loosen. There was no patient incident or injury reported and no surgery delay.